Event description:
A medtronic rep reported that the site's (B)(4) arm moved during a case. The medtronic rep reported that the base was solid but the head moved, while connected to the frame. The surgeon decided to discontinue use of navigation. The case was completed successfully and there was no pt impact.

Manufacturer narrative:
RMA issued. Damaged part returned to MFR. Investigation finds that when the vertek arm handle is tightened completely, both ends can be forced to move, but not easily. It is well worn and pieces are loose, well past warranty. Replacement part shipped on (B)(4) 2011.